Manufacturer narrative:
Additional information was provided in a.1., a.2., d.10., b.5., h.6., h.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that insertion of the lens was attempted; however, the lens haptic got stuck partially in the cartridge as it entered the eye. The lens was only partially injected into the eye and was removed. The lens was not able to be reloaded into the original cartridge, so a new lens was used. In the surgeon opinion the leading haptic appeared to be caught in the lens cartridge, leading to it not entering the main wound as expected. The lens was then injected but did not enter the eye. The lens could not be reloaded.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of intraocular lens was defective and wasted. Additional information has been requested.